Manufacturer narrative:
Additional information was added to d9, g4, h3, h4, h6, and h11. Correction to d1, d4. H4: the lot was manufactured between october 28, 2022 ¿ october 29, 2022. H11: six (6) devices were received for evaluation. A visual inspection along with magnification was performed, and small white foreign matters embedded in the fill port tube tubing were observed. No particulate matter was found in the actual fluid pathway. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause is likely due to variations in the manufacturing process of the actual fill port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign material in the port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.